Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was around 140 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer stated that the threshold alarms were triggered, so she turned off the sensor whenever this would happen. Advised the customer to call when the issue occurred in order to properly troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.